Event description:
It was reported that customer received a motor error alarm. No further information provided.

Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test and prime/a33 test. Unit received stuck in motor error loop during bolus / basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. (B)(4).